Event description:
The patient son reported that the v-go fell off. Ll. The patient's son indicated that this is her first day wearing v-go. The patient's son indicated that the patient was being moved from the toilet to patient wheelchair when this happened. The patient's son mentioned that this happened after having v-go on for approximately 3-4 hours. The patient's son indicated she was also sweating at the time of the event. The patient's son mentioned that the diabetes educator wiped the area with alcohol and her son placed v-go on her skin. The patient's son indicated that they discarded the v-go .